Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results while using the architect c16000 process module. The customer provided the following (mmol/l): initial 6.7, retest: 5.5 mmol/l. No impact to patient management was indicated. No additional patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Return material was not available. Abbott field service (fs) investigated the issue on site and resolved the issue by performing maintenance, cleaning and adjusting parts, and replacing additional parts as troubleshooting to optimize system performance. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.